Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed event date 09/12/2025 that the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip applier would not release clip. Surgeon would go to clip vessel and thought it released clip but it would be stuck on clip applier. The vessel or tissue bundle was not greater than the specified diameter suggested. The issue occurred on the first clip application and was resolved by using a backup instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not release clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. The complaint regarding clip applier would not release clip was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.